Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer's insulin pump had power loss alarm and replace battery alarm even after changing new batteries in timely manner. Customer's blood glucose was unknown at time of incident. Customer perform troubleshoot and advised to monitor the pump. Insulin pump will not be return for analysis.